Manufacturer narrative:
This is a final report.

Event description:
Per the audiologist report, this patient' s device partially extruded. The doctor removed the device in his office (date unk). His surgeon will reimplant this patient in the near future.